Event description:
A bard lubri-sil foley catheter was inserted for use in a pt following MFR instructions. The balloon was inflated after insertion, when the foley was retracted to secure after inflation, the entire catheter came out of pt and the tip and balloon portion was missing. The tip of the catheter appeared sheared off at an angle.